Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was faulting at startup with non-recoverable errors. Customer contacted the field service engineer (fse) and tried hard power cycling the system, but the non-recoverable faults kept appearing at startup. Technical support engineer (tse) log review showed errors 31016 and 297 indicating that the software versions of the carts and components did not match. Customer informed tse that the fse was at the site last night to perform software updates on the systems. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the system to p11c and due to errors 31016 and 297 indicating incompatible software version. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.the root cause is attributed to the software incompatibility.